Event description:
As reported, when removing a 5f mynx control vascular closure device (vcd), the sealant came out together. Therefore, the product wasn't available, and manual compression was performed for 20 minutes. There were no reported injuries to the patient. The device was used during a coronary angiogram (cag). There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx. The device was prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery's suitability was verified on angiography, including the 30 to 45 degrees insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control vcd. A 5f non-cordis sheath was used. There was no damage noted to the button, and button #1 was fully depressed. The balloon was fully deflated, and button #2 was fully depressed. No resistance was noted during use of the device, and the sealant did not stick to the device. The device storage temperature did not exceed 25 °c, and there were no kinks in the sheath or device after removal. The tension indicator displayed a "clock symbol" after button #1 depression, and no damages were noted to the sealant sleeves after removal. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.